Event description:
The customer reported that following a diagnostic catheterization procedure on 7/13/2000, the physician attempted to deploy a vasoseal es. The physician removed the locator by pulling it up through a dilator. The pt had significant scar tissue and the physician had difficulty reaching the arteriotomy. The j segment broke off when the physician attempted to retract it. The j segment was located just below the femoral head. The j segment was retrieved with cook biopsy cup forceps. No pt complications were reported.